Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by dialysis patient that cycler alarmed for air detected in cassette during drain 2 of 3. Upon canceling the treatment and removing the tubing set the patient found fluid leaking from the cassette membrane. The patient peritoneal dialysis registered nurse (pdrn) later confirmed that the fluid leak did not result in any adverse events. Prophylactic antibiotics were not prescribed. Patient performed continuous cycling peritoneal dialysis in order to complete treatment. Patient was performing continuous cycling peritoneal dialysis after the event. Set was discarded.